Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose while being in church. The customer stated her blood glucose dropped and she passed out and her mother couldn't wake her up and was able to give soda. Her blood glucose level was checked and the meter showed 93 mg/dl. The customer did not know what the blood glucose level actually was at the time of the incident and believe the meter was giving inaccurate readings. Customer mentioned that there have been other times where she does not feel as high or low as the value shown by the meter. She did not consider the low was caused by an insulin pump malfunction. Contact information was provided to discuss the issue with the meter.